Event description:
It was reported that the stage ii implant the lead impedance measurements were greater than 4,000 ohms. One setting with case and electrode 1 was approximately 2,400 ohms. The company rep confirmed that the implant was completed with high impedance on all settings except for electrode 1 negative and case positive. The pt got a positive response from this setting and was doing well.

Manufacturer narrative:
(B) (4).